Event description:
It was reported the customer pump is broken and button error was received. She was hospitalized for high blood glucose. Troubleshooting was not performed due to pump has no response from any button. No further details provided at time of call.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as product has not been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.